Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was kinked/buckled. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire could not be separated from the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.